Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device could not be fired as normal. Another device was used to complete the case. There was no adverse consequence to the patient.